Event description:
On (B)(6) 2012, the patient's wife reported that patient had been experiencing low blood glucose levels for the past 1-2 weeks as low as 38 mg/dl. The patient's wife has assisted him in treating his low blood glucose levels by getting him food. He has been able to eat on his own. His normal blood glucose range is 130-160 mg/dl. The patient has been under additional stress lately. The patient's wife stated that he was able to eat the food on his own. The patient has not been able to determine the cause of his low blood glucose levels. The infusion device was replaced and requested to be returned for evaluation.